Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h2, h6.

Event description:
New information noted that the device was explanted on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was at eri (elective replacement indicator) stage and showed less than 3 months to eri. But, the eri was not triggered. The device replacement was discussed. The patient was stable.